Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that before use in the patient, the connection between the dpt and three-way zero stopcock of the pressure monitoring kit got disconnected and could not be reconnected. When the connection was tightened, it was not fixed and got detached immediately. There was no allegation of patient injury.

Manufacturer narrative:
One dpt kit was returned for evaluation. The customer report of disconnected connection was unable to be confirmed. No visible damage or defect was observed from the kit during visual examination. No leakage was observed from the kit during leak test. No luer connections got loose or detached during evaluation. No other visible damage or defect was observed from the kit. Therefore, since the tubing was not separated or detached and no defect was found, this event is no longer considered reportable.